Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration and decontaminated. The device was then measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Despite several attempts to receive the imaging of this case, no imaging has been received to confirm sizing and evaluate other parameters of the implant procedure. The results of our investigation are inconclusive due to the lack of information received from the field. Should the imaging become available at a later date, we will forward any additional observations.

Event description:
Under tee guidance, the amplatzer septal occluder (aso) was deployed into the proper position and detached from the cable after verifying that all the rims were secured by the aso discs. When the aso was detached from the delivery cable, it migrated into the left atrium and then lodged near the mitral valve area. The physician attempted to extract the device with a gooseneck snare but was unsuccessful. The device was successfully removed surgically.